Manufacturer narrative:
Therapy dates - the exact date of the event is unknown; however, the event was reported to have occurred on either (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reporter states that there was a blood leak around the green one way valve of a prismaflex m100 set. The blood leak occurred after the second syringe change, and led to an unspecified amount of blood loss. The customer clamped the heparin line and gave anticoagulation systemically and continued treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received regarding the event. The leak occurred at the point where the non-baxter syringe is attached to the line, and was noticed immediately after the syringe was changed. The patient experienced a minimal blood loss due to this event. The patient was receiving epoprostenol sodium ph12 at the time of the event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.